Event description:
It was reported that the patient presented to the hospital for a scheduled procedure with discomfort due to phrenic nerve stimulation. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited high capture threshold. Fluoroscopy performed confirmed that the lead had dislodged. The patient was explanted and replaced. The patient was stable throughout.